Event description:
It was reported by service report that the fowler was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer could not locate bed in order to perform an evaluation. A follow-up will be submitted with investigation results once the bed is located and an investigation is performed.